Manufacturer narrative:
Further information requested but was not received.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the physician alleged that the helix failed to be positioned properly. Hence, upon interrogation, the lead exhibited high capture threshold and high pacing impedance. The lead was not used and replaced during the procedure. The patient was stable throughout.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Manufacturer narrative:
The reported events were high capture threshold, high pacing lead impedance, and helix mechanism issues. The reported event of the helix mechanism issue was confirmed. As received, a complete lead was returned in one piece with helix found retracted and clogged with blood. X-ray examination found the inner coil was over-torqued consistent with procedural damage. After cleaning the helix, the helix could be extended and retracted by applying torque directly to the inner coil. The cause of the helix mechanism issue was due to the over-torqued inner coil and helix being clogged with blood. The reported events of high capture threshold and high pacing lead impedance were not confirmed. Electrical testing found no indication of conductor fractures or internal shorts.